Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture (loc) and low sensing amplitude measurements. The impedance measurements were within range. There was a concern over possible ra lead dislodgement. Noise on the right ventricular (rv) channel that was oversensed and led to multiple episodes was also observed. The patient is pacemaker dependent, and the device was reprogrammed to vdd with fixed sensitivity of 4.5 mv and higher output. X--rays were taken and sent to technical services (ts) for review. Upon review, ts discussed that the rv noise appears to be related to muscle noise and led to pacing inhibition. Ts discussed the change in sensitivity allowed for current stability. Review of the x-ray image found the device appears to have migrated and the leads were stressed laterally. It was noted the patient had lost weight, which may have caused the migration of the device. A revision procedure was performed where it was noted the ra lead had dislodged into the vena cava. The physician made several unsuccessful repositioning attempts. However, due to the patient's anatomy the decision was made to explant the ra lead. A new ra lead was implanted with the existing device. The ra lead was disposed of and will not be returned. The rv lead information, including manufacturer, model and serial number remains unknown despite additional information attempts from the field representative.

Manufacturer narrative:
The lead was discarded and will not be returned for analysis.